Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken femoral nail.

Manufacturer narrative:
It has been reported that the fractured nail has been removed from the patient. This does not change the previous assessment, and root cause remains undetermined.

Manufacturer narrative:
(B)(4). The zimmer natural nail retrograde femoral nail was implanted into the patient on (B)(6) 2014 giving the nail an in vivo life of approximately one year and two months. The indications on the surgical technique for this product note that the zimmer natural nail system is intended for temporary fracture fixation and stabilization of the bone. It was alleged that the nail break was due to fatigue stress, not trauma. According to the attached request for additional clarification regarding the event, "the nail breakage occurred in the distal part of the device, just upon the slot where the most proximal transverse screw is positioned." No product was returned for review and therefore no physical evaluation could be conducted. The product remains in the patient, who is awaiting revision surgery. Review of the device history records indicates the device was conforming to specifications at the time of manufacture. A complaint history search concluded there are no additional complaints for the part/lot combination involved. Due to the lack of information provided, a definitive root cause of the alleged fracture cannot be determined. This device is used for treatment.

Event description:
It is reported a patient will be revised due to a broken femoral nail.